Event description:
It was reported that a critical alarm had occurred and the patient presented with tingling and cramping in his limbs. Telemetry confirmed showed a motor stall in the pump logs occurring at 11:06pm on (B)(6) 2015. The stall was constant and the reporter stated that the patient had not had an MRI or been exposed to environmental changes. On (B)(6) 2015, the patient was in the clinic due to hearing another alarm. Upon interrogation, a low reservoir, empty reservoir, and motor stall message appeared. [Refer to manufacturer report #3004209178-2015-09823 for the event of the low and empty reservoir alarms.] Review of the pump logs showed that a total nine motor had occurred since the (B)(6) 2015, two of the stalls prompting the ¿stopped pump period may exceed tube set¿ message, the longest stall recovering after approximately a week, and the most recent stall having yet to recover. At that time, the reporter was not certain about the possibility of the patient having had an MRI. The device system was used to deliver gablofen. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the pump was used to infuse compounded baclofen. The patient had no injury and recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found anomalies with the motor. The gear train had issues with corrosion and/or wear and/or lubrication. It was also found that the motor stall was due to shaft bearing.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the health care provider (hcp) contacted a manufacturing representative and was told that the pump should be replaced. The patient had been in the intensive care unit (ICU) getting worse and worse for 19 days prior to the date of this report. The pump was in a continuous motor stall and had not been checked from (B)(6) 2015. The patient had gone in for a refill on (B)(6) 2015 but the pump had been stalled and it was never refilled [refer to manufacturer report # 3004209178-2015-09823 for the event of the missed refill]. It was thought that the hcp thought that the pump would restart on its own and that the hcp misunderstood the warning that the pump should be replaced. The patient continued to get worse and was put on intravenous (IV) valium until (B)(6) 2015. Once a manufacturing representative found out, she immediately called a different hcp and requested to have the patient's pump replaced. The patient's pump was replaced on (B)(6) 2015. The patient was restarted on gablofen at 200 mcg/day, on the day of the report it was raised to 500 mcg/day and the patient was scheduled to be raised to 700 mcg/day. It was later reported that the patient was doing well and was titrated back up to a therapeutic dose.